Event description:
It was reported that the lead dislodged due to twiddler's syndrome. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was twisted and damaged at 20 cm from the connector pin.